Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Event description:
As reported: "post-operative complication was noticed during the 5-y follow-up visit. Skin excoriation has resulted in an open wound, exposing both bone and the implant, and the ongoing adverse event has worsened. The surgeon confirmed a causal relationship between this complication and the surgery procedure. However, this event was assessed as not related to the implant. The recommended course of action is to continue the long-term administration of ciprofloxacin and introduce doxycycline into the treatment plan. The outcome of the situation is still in progress, and as of now, the patient is not inclined towards the removal of the metalwork."